Event description:
It was reported to philips that the system's wireless footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system had been used for a diagnostic procedure. The procedure had been delayed for less than 20 minutes and was completed after the system was restarted. The philips field remote service engineer (rse) analyzed the system because the wireless footswitch had been unable to trigger x-rays. Upon troubleshooting, the rse confirmed that the issue was due to a known software bug in release 1.2.5. To resolve the issue, the system was rebooted. The system was returned to use in good working order. When this complaint was received, philips had not had enough information to exclude the potential for serious injury and therefore reported the complaint. Since that time, new information had been received which led to the determination that this scenario was not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected because the customer completed the procedure by restarting the system. The procedure had been finalized with minimal delay on the same system after restarting, and it was not likely to cause or contribute to death or serious injury if it recurred. Therefore, based on the investigation results, philips concluded that this complaint was not reportable. The codes were updated based on the investigation outcome.